Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: pelvis") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 44-year-old female patient who had essure (batch no: cs000hw) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's medical history included diabetes, pulmonary embolism and fibroids. Previously administered products included for an unreported indication: oral contraceptive nos in 2015. Concurrent conditions included obesity, unspecified, menometrorrhagia, dysfunctional uterine bleeding, endometriosis, adenomyosis, ovarian cyst and menometrorrhagia. Concomitant products included oral contraceptive nos from 2015 to 2016 for menses irregular and heavy periods. On (B)(6) 2015, the patient had essure inserted. In may 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (ablation on (B)(6) 2017 and robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved. The reporter considered menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: both tubal ostia were visualized. The1st device was loaded through the operating channel of hysteroscope, and inserted into the l tubal ostium. Trailing coils in uterus: the 2nd device was loaded through the operating channel of hysteroscope, and inserted into the r tubal ostium. Trailing coils in uterus: there was no evidence of perforation. Current weight 195 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Ultrasound scan vagina on (B)(6) 2018: the uterus measures 10.4 x 7.2 x 8.2 cm. The endometrial echo measures 15 mm. The uterus has an inhomogeneous texture. Multiple fibroids in the uterus, the largest posterior measures 2.2 x 1.7 x 1.9 cm and fundal 1.9 x 1.9 x 1.9 cm. There are nabothian cysts in the cervix. Thickening of the endometrial echo compatible with menses. No fluid in the cul-de-sac. The right ovary measures 2.5 x 1.5 x 2.3 cm. The left ovary measures 3.7 x 2.8 x 3.8 cm. Simple cyst left ovary 2.8 x 2.3 x 2.4 cm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, menorrhagia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2019: quality safety evaluation of ptc. Incident: we received a lot . A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: pelvis") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a (B)(6) year-old female patient who had essure (batch no. Cs000hw) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's medical history included diabetes, pulmonary embolism and fibroids. Previously administered products included for an unreported indication: oral contraceptive nos in 2015. Concurrent conditions included obesity, unspecified, menometrorrhagia, dysfunctional uterine bleeding, endometriosis, adenomyosis, ovarian cyst and menometrorrhagia. Concomitant products included oral contraceptive nos from 2015 to 2016 for menses irregular and heavy periods. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (ablation in (B)(6) 2017 and robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved. The reporter considered menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: both tubal ostia were visualized. The 1st device was loaded through the operating channel of hysteroscope, and inserted into the l tubal ostium. Trailing coils in uterus: the 2nd device was loaded through the operating channel of hysteroscope, and inserted into the r tubal ostium. Trailing coils in uterus: there was no evidence of perforation. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Ultrasound scan vagina - on (B)(6) 2018: the uterus measures 10.4 x 7.2 x 8.2 cm. The endometrial echo measures 15 mm. The uterus has an inhomogeneous texture. Multiple fibroids in the uterus, the largest posterior measures 2.2 x 1.7 x 1.9 cm and fundal 1.9 x 1.9 x 1.9 cm. There are nabothian cysts in the cervix. Thickening of the endometrial echo compatible with menses. No fluid in the cul-de-sac. The right ovary measures 2.5 x 1.5 x 2.3 cm. The left ovary measures 3.7 x 2.8 x 3.8 cm. Simple cyst left ovary 2.8 x 2.3 x 2.4 cm.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, menorrhagia." Most recent follow-up information incorporated above includes: on 26-apr-2019: pfs and mr received : reporter information was added. Patient's information and her demographics were updated. Her historical medication and concurrent conditions were added. Essure indication was amended. Essure insertion and removal date was updated. Essure lot number was added. Her concomitant medication was added. Per plaintiff sheet following events: pain: pelvic pain, abnormal bleeding (vaginal, menorrhagia), "the patient did not undergo essure confirmation test" were added. She had recovered from aforementioned events. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.